Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported incontinence, mechanical issue and sizing issue cannot be established as the product is not available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus) device that was implanted several years ago in a different city. The physician assumed the cuff needed to be downsized, so he explanted and replaced all the aus components. There were no patient complications.